Event description:
It was reported, that the patient presented for a device check. Upon review, it was discovered, that the right ventricular lead exhibited inappropriate shock, due to oversensing noise. The same day, the patient was brought in for revision, the impedance was low, indicating an insulation breach. The lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.